Event description:
An open surgery on the lumbar spine for a posterior fusion of vertebrae l4 and l5, due to a synovial cyst and leg pain, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l5. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left l4, used the navigated drill guide 3.2 mm with depth control set to 30 mm to drill into the vertebrae to create the pilot holes bilateral in l4 and l5. Calibrated a non-brainlab tap to navigation, and threaded the pilot holes. Decided to create a new pilot hole in right l5 with the navigated drill guide and tapped this new pilot hole with the navigated tap. Placed the spine screws with a non-brainlab screwdriver beforehand calibrated to navigation, following and into the threaded pilot holes. For placement verification, acquired a second intra-operative CT scan with automatic image registration to navigation, and from this scan found that the right l5 screw deviated from its intended position angulated by ca. 5 mm superiorly at its target point. Removed the deviating right l5 screw, and re-placed it to its correct location by creating another pilot hole with the navigated drill guide, and placing a k-wire into it for guidance for the cannulated tap and the following spine screw. After all 4 vertebra screws bilateral in l4 and l5 were placed, completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and this placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 5 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and a screw were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and this placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 5 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the pilot hole and screw placement at right l5 deviating by ca. 5 mm superiorly at the target point is: a movement of the navigation reference array due to insufficient rigid fixation by the user and/or inadvertent forces applied to it during the surgery. As shown in the provided scans, the navigation array unit attachment was not centered on the spinous process as required for a sufficiently rigid fixation, and it was resting on the inferior end of the skin incision, which could further cause a change of its position during the surgery - especially when actively preparing the bone and push/pull forces are applied by the instruments on the adjacent soft tissue/open incision. A difference in the reference clamp position is also visible between the registration scans and the navigation software displayed a reference movement warning during the surgery. A movement of the navigation reference array after patient registration to navigation disrupts the coordinate system established during the registration to navigation and causes a deviation between the displayed image scan on which navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation in the navigation display was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, and during the preparation and placement of the screw at right l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.